Event description:
The customer returned a high definition lcd monitor loaner unit. The customer did not report any problem with the returned device. No adverse effects to patient reported. During service testing of the returned device, the device did not power on. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The following functional testing issues were found in addition to the power issue: the device did not save or restore settings; the display was missing pixels due to lcd panel failure; and the fan did not function. Further examination showed surface scratches, the dvi terminal was damaged and the screen panel protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, ¿phenomenon (1): power indicator lights up but does not start up¿ caused by a failure of a patient circuit (qb) board with a signal-processing function. Additionally, ¿phenomenon (2): failure to store/return¿ occurred due to the failure of patient circuit (qb) board with the storage function of the client-setting data. Olympus will continue to monitor field performance for this device.